Event description:
Report received from the USA stating that the device was "overheating." It is known that the device was not used in surgery and that there was no pt/ user injuries. It is not known if medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. Ref: # (B)(4).